Manufacturer narrative:
No information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Functional testing confirmed the reported issue. The investigation found that the battery contacts were a bit too long, and that this was causing the reported issue. The contacts were shortened to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.;

Event description:
It was reported that during testing the pump failed despite a full battery. There was no patient involvement.